Event description:
The manufacturer received information alleging the device was not switching on and not delivering the treatment to the patient. It was reported that troubleshooting was done the device was plugged into power, tubing was fixed and then the device was tried again. The event occurred once. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.